Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, adhd, depression, multigravida, parity 4 (B)(6)2002, (B)(6)2008, (B)(6)2009), abdominal pain, lower abdominal pain, nausea, vomiting, menses irregular and adhd. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram and sertraline. On (B)(6)2014, the patient had essure inserted. In 2015, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In 2016, the patient experienced fatigue ("fatigue"). In (B)(6)2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, fatigue and abdominal pain lower had resolved, the migraine and abdominal pain upper outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, abdominal pain upper, fatigue, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- migraines / headaches, fatigue, pain, weight gain / loss (specify which one): weight gain, stomach pain, cramping, did not undergo confirmation test. Event injury was deleted and device category changed from device other event to incident. Reporter information, aka name, medical history, concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, adhd, depression, multigravida, parity 4 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2009), abdominal pain, lower abdominal pain, nausea, vomiting, menses irregular and adhd. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram, levonorgestrel (mirena) since 2009 to (B)(6) 2013 and sertraline. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have the first episode of weight increased ("weight gain / loss (specify which one): weight gain") and the second episode of weight increased ("weight fluctuation"). In 2016, the patient experienced fatigue ("fatigue") and psoriasis ("psoriasis"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, triamcinolone and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, fatigue, abdominal pain upper, abdominal pain lower and the last episode of weight increased had resolved and the psoriasis outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, fatigue, headache, migraine, pelvic pain, psoriasis, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2015 and removal date: (B)(6) 2017. Current weight as of (B)(6) 2019: 211 lbs. Approximate weight at time of essure placement: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event rashes or skin conditions: psoriasis was added. Event weight fluctuation was replaced with the event weight gain. Event outcome was added for the event: migraines and weight gain. Event onset date was updated. Concomitant and treatment drugs were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, adhd, depression, multigravida, parity 4 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2009), abdominal pain, lower abdominal pain, nausea, vomiting, menses irregular and adhd. Previously administered products included for an unreported indication: mirena. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), escitalopram and sertraline. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue and abdominal pain lower had resolved, the migraine and abdominal pain upper outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, abdominal pain upper, fatigue, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- migraines / headaches, fatigue, pain, weight gain / loss (specify which one): weight gain, stomach pain, cramping, did not undergo confirmation test. Event injury was deleted and device category changed from device other event to incident. Reporter information, aka name, medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.